Event description:
The patient was undergoing treatment for an acute ischemic stroke with an occluded vessel at the m2 bifurcation. The patient's vessel structure was described as an m2 bifurcation that ran up and down and was very tortuous. The physician used a penumbra reperfusion catheter 041, a merci micro catheter, and a guide wire to successfully advance through the m2 bifurcation curves proximal to the clot. The merci micro catheter and guide wire were removed at which point the tip of the reperfusion catheter moved and faced the other direction in the bifurcation. The separator 041 could not pass through the catheter. The guide wire was inserted again to help reposition the reperfusion catheter 041. A contrast run after the insertion of the reperfusion catheter and guide wire were placed revealed extravasation around the m2 bifurcation. The physician stopped the hemorrhage with a balloon catheter. The physician commented that he suspected the reperfusion catheter 041 and guide wire caused the extravasation because he felt resistance when he inserted the reperfusion catheter 041. However, he also commented it was difficult to conclude what caused the extravasation. The patient was reported as not well with continuing hospitalization after treatment.

Manufacturer narrative:
The device was not available for return. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: vessel perforation is a known and anticipated complication with these types of procedurees and is noted in the device labeling. Therefore it was determined that the reported event was an anticipated procedural complication. Device disposed of by hospital.

Event description:
Additional information about patient condition: the patient was undergoing treatment for an acute ischemic stroke. There was no change in the patient's condition before and after the procedure. The patient was still experiencing symptoms of a stroke after the procedure. There was no additional treatment. The patient's 30 days post-procedure mrs score was a 4.

Manufacturer narrative:
The manufacturing records for this device were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.